Event description:
It was reported that the customer had an unspecified cartridge issue. Although requested, no additional information was provided by the customer. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. A correction bolus was delivered to address bg.